Event description:
A report was received that the patient was experiencing aching discomfort and redness at the lead site. The patient was given oral keflex. The symptoms were reportedly resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.